Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a surgery on (B)(6) 2019 (related MFR reports: 1627487-2019-12057, 1627487-2019-12058, 1627487-2019-12059) when explanting the s2 lead it sheared and a portion of the lead was left implanted because the physician was unable to get the portion of the lead out. There are no further plans to remove the portion of the lead.